Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched messages. The issue was caused by a loose upper link screw. The link screw was replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. Any patient involvement, injury or medical intervention is unknown.